Manufacturer narrative:
The device was returned and evaluated, and in addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, water removal ability does not meet the standard value, adhesive on bending section cover is detached, bending section cover has discoloration, connecting tube has a buckling, due to wear of angle wire, bending angle in up, down, left and right directions did not meet the standard value, during maintenance low angles were felt so customer contact olympus on checking play in angulation confirmed so need to send scope to w/s for further inspection. Then, olympus physical inspection confirmed that due to wear of angle wire, the play of u/d (up/down) and r/l (right/left) knobs were out of the standard value, control unit has a scratch, grip has a scratch, universal cord has a scratch, control unit has discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had low angles during maintenance. The device was returned for evaluation. During the device evaluation, it was found that the nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: cf-q150l/I operation manual chapter 3 preparation and inspection. Cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.